Event description:
It was reported that during pre-operative set up in a laparoscopic supercervical hysterectomy, the jaws did not close properly. Another device was opened for the case. There was no pt consequence.

Manufacturer narrative:
The analysis results found that the device was received with the clamp arm broken at the pin that holds it to the inner tube. The clamp arm was not detached. No pieces were missing. Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.